Manufacturer narrative:
Continuation of d11: product ID: 309328, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. H3: analysis of the lead (s/n: unknown) found the conductor to be broken in the body of the lead at or near the tines. H6: fdc 4315 pertains to the lead (s/n: unknown). Fdm 10 and fdr 3252 pertain to the lead (s/n: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product(s): product ID: 3093, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3093, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) reported a battery depletion and lead migration. Due to an existing fecal incontinence, the very slim patient received an implantable neurostimulator (ins) as well as tined lead electrode after a successful percutaneous nerve evaluation(pne)-test in 07/13 in 09/13. In 11/17, a replacement of the aggregate was necessary because it was depleted. At that time, a dislocation of the electrode (migration to intracorporeal, meaning ventral to the anterior edge of the sacrum) was already known through x-ray. However, during the intraoperative testing, 2 of the 4 poles from the patient showed a pelvic floor sensing. By consensus only the aggregate was replaced and an ins was connected to the electrodes. Due to the position of the electrode, there were limited programming options with increasingly declining effectiveness. Therefore, in consensus with the patient, the decision was made to replace the dislocated electrode under use of the existing aggregate, which had a remaining life of 66 months.

Event description:
Additional information was received from the manufacturer representative reporting that the patient experienced loss of efficacy and deterioration of fecal incontinence. The cause was thin patient. The battery depletion was normal. The reprogramming attempts prior to replacement did not improve fecal incontinence.

Manufacturer narrative:
Continuation of d11: product ID 309328 lot# unknown serial# implanted:(B)(6) 2013 explanted: (B)(6) 2019 product type lead d6. Device implanted in 2013. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.